Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope showed no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was possible that the damage to the image sensor unit may have led to the occurrence of the event. As for the cause of the damage, since an image abnormality occurred at the angle, it is thought that an irregular load was applied to the curved part and the internal image sensor unit cable was damaged, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.